Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen on insulin pump stopped working. Customer's current blood glucose was not given. Customer stated that insulin pump was beeping and customer has to hit the button to shut it off. Customer states the pump was neither dropped nor bumped. Customer advised to revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.